Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that customer could not calibrate the stand motor currents due to proximity sensor errors. The fse replaced the tube cover with sensor and performed stand-current calibration. After the repaired system was in good working condition.

Event description:
It has been reported to philips that the customer could not calibrate the stand motor currents due to proximity sensor errors. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.